Event description:
It was reported that the customer's insulin pump went into threshold suspend because of an incorrect sensor reading. The customer's blood glucose level was 300 mg/dl and the sensor reading was 64. Standard troubleshooting was performed. The customer was advised to change the sensor. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.